Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that "on (B)(6) 2015 between 9:30-10a the patient's spo2 dropped to 59% but the mp50 monitor did not trigger a red desat alarm. No alarm audio or visual was triggered. The nurse claimed they saw the desat on the monitor screen and it remain on the monitor for > 20 sec." The device was used for monitoring at the time of the alleged malfunction. The patient survived without any reported injury.

Event description:
The customer reported that "on (B)(6) 2015 between 9:30-10a the patient's spo2 dropped to 59% but the mp50 monitor did not trigger a red desat alarm. No alarm audio or visual was triggered. The nurse claimed they saw the desat on the monitor screen and it remain on the monitor for > 20 sec." No patient harm was reported.